Manufacturer narrative:
Date sent to the FDA: 8/9/2024 d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2016 (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2021 (B)(4) submitted for adverse event which occurred on (B)(6) 2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted using babcocks the bowel was pulled out and attempts to release the small bowel from what appeared like old mesh. It was very difficult and eventually he recognized that there was a hold in the small bowel, so the laparoscopic part was then terminated and ports were removed and midline incision was made, dissection sharply carried down through the thick subcutaneous layer and the fascia. The bowel was completely freed from the anterior abdominal wall. The old mesh was very thin, was removed. The defect in the small bowel was about a centimeter long. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. It was reported that patient underwent another removal surgery on (B)(6) 2017 due to hernia recurrence due to adhesion. It was reported that patient underwent another revision surgery on (B)(6) 2021 due to adhesion, hernia recurrence and bowel obstruction. It was reported that patient underwent another revision surgery with new implant on (B)(6) 2022 and mesh was implanted. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 10/30/2024 additional information: b7, d4 (lot, expiration), h4 corrected information: d4 (primary UDI #) additional b5 narrative: it was reported that the patient experienced bulge at the umbilicus, causing vomiting and discomfort. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.